Manufacturer narrative:
An abbott technical service specialist (tss) had been in the lab that day to address an issue related to calibrations not holding. The tss replaced the boom, syringe drive assembly, optics and analog optics board. The samples were run after service intervention. The lab is using reagent lot number 52180q100 with calibrator lot number 53621q100. Documentation indicates the instrument will be swapped out for another as resolution for ongoing issues. The customer's issue is addressed in the theophylline monoclonal ii reagent package insert ln 8a53 (34-4570/r6) and the tdx system operations manual (ln 9520-22/31789-122). Sections on assay and instrument calibrations and quality control ensure proper operation of the assay and analyzer. Instrument diagnostic checks and calibrations ensure optimal analyzer performance. This is a final report.

Event description:
An abbott field service rep (fsr) was called to the customer site to investigate a complaint by the customer of calibrations not holding on the tdx fpia analyzer. The fsr replaced the boom assembly, syringe drive assembly, optics assembly and an analog optics board. The customer then ran pt samples with patient #2 generating an initial tdx theophylline ii assay result of 176 umol/l. The result was questioned by the medical staff as being higher than expected. The sample was retested at a value of 79 umol/l. There is no impact to pt management reported. An instrument swap out was discussed with the customer.